Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure. UDI: (B)(4).

Event description:
It was reported from russia that during service and evaluation, it was determined that the saw attachment device had component damage, leak tightness test failure, worn, would not run - trigger defective, noise, worn seal and would not run. It was further determined that the device failed pretest for general condition, leakage test using bubble technique, check function of the device and check oscillation frequency with the frequency meter. It was noted in the service order that the device had an unspecified malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, an additional report will be submitted accordingly.